Event description:
The patient underwent heartmate 2 left ventricular assist device (lvad) implantation as destination therapy several years ago. The patient has had 2 prior episodes of threatened pump thrombosis and was admitted with hemolysis and hemoglobinuria despite a therapeutic international normalized ratio (inr). Fortunately he has been free of power spikes or hemodynamic instability, but has had a rising lactate dehydrogenase (ldh) ((B)(6)) despite therapeutic bivalirudin levels. He has failed medical management of his threatened pump thrombosis, and now has CT imaging that shows filling defect consistent with layered thrombus in the outflow graft. He underwent lvad exchange a few weeks later.